Event description:
Voluntary medwatch received states that right ventricular lead exhibited under-sensing of premature ventricular contraction which were noted on the electrogram. No intervention was performed. There were no patient consequences.